Event description:
It was reported that prior to use, the query was regarding the foley catheter's packaging, as it says on the packaging that it was a 5ml balloon, but in the image, it says it is a 10ml balloon, so need to clarify. Hcp was unsure to if product should be used due to packaging as it stated to inflate catheter balloon with 5ml instead of 10ml.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.